Manufacturer narrative:
(B)(6). Foreign report source: (B)(6).

Event description:
Information was received that a smiths medical cadd legacy plus 6500 ambulatory infusion pump was in use with a patient for two days at their home when a "no disposable, clamp tubing" alarm went off. Next, the patient attempted to secure the tubing connection several times and adjusted the tubing position at the connection site. In doing so, the alarm was eventually cleared. There were no adverse patient effects.